Event description:
It was reported that during a laparoscopic nephrectomy procedure the teflon pad came off. The patient was very obese. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Received new information that the tissue pad did not detach from the clamp arm. File is not reportable